Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: a review of the black box showed a power on reset interruption at the time the overheating was reported. The black box verified the temperatures were steady and there was no sudden drip prior to the power on reset event. The pump was run for 24 hours with the customer settings with no alarms, overheating, or power loss duplicated. The electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects. The battery was not returned with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.